Event description:
It was reported that the customer had a difficult time priming his set. Customer connected the reservoir and set and had a difficult time pressing on the plunger for the insulin to exit the tubing. Customer was advised of the possibility of the vent being blocked if the reservoir and tubing are wet. Customer was assisted with another set change and noticed that sometimes the customer removes the transfer guard from the vial with the reservoir after he fills it with insulin. Customer was recommended to always leave the transfer guard in the vial and only remove the reservoir because insulin might be left on the top of the reservoir due to the transfer guard's needle. Set change was successful. No further assistance provided.

Manufacturer narrative:
Findings: reliability analysis evaluated 1 opened/used reservoirs. Performed pre-fill reservoir test per (B)(4) and (B)(4) section 1 to 8. Reservoir's transfer guard failed per spec. Transfer guard occluded. Evaluated 1 opened/used reservoir. Performed pre-fill reservoir test per (B)(4) and (B)(4) section 1 to 8. Reservoir passed per spec. No occluded anomalies found during analysis.